Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system was performed and all pressures were found to be correct & stable. The device also passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully by the device. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Upon conclusion of the investigation, no failures, malfunctions, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.